Event description:
In 2008, the subject was implanted with a miniarc sling. The following month, the subject reported she stated, experiencing, symptoms of a bacterial vaginosis. Severity was mild. Device and procedure related. Medical action taken: medication-cleoncin ovules x 3 days. Resolved the following month